Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account communicated that the patient experienced a major infection and was covid positive on a routine swab prior to the operating room. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The heartmate 3 lvas patient handbook, rev. C, is also available at the time of implant. Several sections of this handbook provide care instructions in regards to preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major infection and was covid positive on routine swab prior to operating room. Patient was entirely asymptomatic.